Event description:
A malfunction was reported after the device was dropped. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, and the malfunction did not recur after the reset, allowing the customer to continue using the pump.